Event description:
It was reported that during the implant procedure, the patient experienced cardiac tamponade; the implant procedure was stopped and the patient was rescued. It was also reported that the left ventricular (lv) lead was attempted and not used due to patient anatomy. The lead was removed and an lv lead was implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).